Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 5mm x 2mm amplatzer piccolo occluder was chosen for implant in a patent ductus arteriosus (pda) using a 4f amplatzer torqvue low profile catheter. During procedure, the device was attempted to be placed in the pda, but the device pulled through the ductus. The device was removed from the patient, and there were small blood clots noted inside of the loader. It was reported that the sheath was not in the patient for a significant period of time. The decision was made to replace the device with a new amplatzer piccolo occluder of the same size as well as a new 4f amplatzer torqvue low profile catheter. The patient did not have any hematologic disorders or systemic illness that could contribute to a hypercoagulability. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of the device pulled through the ductus and small blood clots noted inside the loader was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications.